Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was not able to confirm or reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the large hem-o-lok clip applier instrument did not close. The user completed the procedure using a backup large hem-o-lok clip applier instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the instrument was inspected prior to use, and nothing was noted out of the ordinary. The customer was using large wek hem-o-lok purple clips, and the vessel/tissue bundle was 13 mm. The customer used a backup instrument to resolve the issue.